Event description:
Patient reported discrepant results. Discrepant high: inratio=2.4 and istat 1.4. Time between testing: one minute. Used first drop of blood on inratio and added the second drop to the istat. Lab comparison was done previously (reference case# (B)(4)).

Manufacturer narrative:
Data analysis performed on inr results provided by customer. Performed reference test on reported lot 274161. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012. Inratio meter = 2.4 inr. Reference = 1.4 inr. Mean = 1.90. Confidence limits = 1.3-2.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. Performed reference test on reported lot 274161. In-house therapeutic donor testing has been performed on reported lot 274161 on (B)(6) 2012. Results as follows: donor: (B)(6): inratio: 2.4, 2.4, 2.4; reference: 2.10; bias: 1.10; threshold: 3.10, %cv: 0. Donor: (B)(6); inratio: 3.3, 3.5, 3.4; reference: 2.89; bias: 1.89; threshold: 3.89; %cv: 2.94. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Accuracy and precision criteria have been met. No further testing is necessary.